Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was not returned. The sdw (stent delivery wire) was noted to be kinked/bent. The sdw was noted to be broken/fractured at the distal side of the proximal bumper. The stent introducer distal tip was damaged. A functional inspection could not be performed as the stent was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was not returned for analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'average tortuosity'. It was reported 'when the subject stent was advancing in the microcatheter for deploying from right pca (posterior cerebral artery), resistance was encountered, and the stent could not be pushed forward. Therefore, the stent was retrieved and replaced with a new one, then the procedure was completed successfully using the same microcatheter'. In the follow-up gfe (good faith effort) responses the physician indicated that they had attempted to deploy the stent on the table after the malfunction. The stent was not returned for analysis. The sdw was returned and was kinked/bent along its length. In addition, the distal end of the sdw was broken/fractured from the distal end of the proximal bumper. The broken section of wire was not returned. The introducer sheath was returned and there was a slight bend near the distal tip of the sheath. Given the event description and the condition of the returned components, it is possible that the introducer sheath was initially set up correctly as stated in the gfe responses but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in possible damage to the stent and sdw. However, it is unclear how the sdw became broken/fractured as the damage typically seen is kinking/bending of the distal section of the sdw. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and to the as analyzed codes 'sdw broken/fractured during use', 'stent introducer sheath distal tip damaged', and 'sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the subject device sdw (stent delivery wire) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.